Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was reported that customer was running a blood glucose level of 510 mg/dl when the paramedics were called for transport to the hospital. Troubleshooting performed showed that the infusion set was not properly inserted into the body during the last insertion and cannula was bent. Nothing further was reported.